Event description:
It was reported that the patient presented to the clinic after experiencing pain in his back and scapula area. Upon interrogation of the pulse generator, the device exhibited premature battery depletion. The device would be scheduled for replacement.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature end-of-life (eol). Analysis from the battery manufacture found no evidence of anomalies. All measurements were consistent with a depleted cell. No explanation was found for the root cause of the depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.